Event description:
On (B)(6) 2020 (date updated by addendum on 3/14/2022), the mother of the victim placed the incident product around the neck of the victim, put her in the bathtub, and at some point, left the room for approximately 5-10 minutes. When the mother returned to the bathroom, she discovered the incident product had slipped off the child¿s neck, and the victim was face down in the tub unresponsive. The mother called 911, and emergency responders were unsuccessful in their attempts to revive the child. The mother of the victim purchased the floatation device new from an internet website. The day of the incident was the first time the mother put the device on the victim, and through investigation, it was determined the incident product was on backward, but the investigation has yet to determine if this was the cause for the device to come off the victim's neck. The mother stated to law enforcement investigators that she left the child unattended while preparing food and clothing needed for the victim after the bath was finished. The incident device is being held as evidence in the criminal investigation and may be available for collection at a later date. The investigating law enforcement official gave verbal permission to release her name to the manufacturer and public as needed.